Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one endeavor resolute rx coronary drug eluting stent to treat a severely tortuous and calcified lesion exhibiting 90% stenosis located in the distal rca. The device was inspected with no issues. The lesion was pre-dilated 4 times at 14atm for 5 seconds. The device did not pass through a previously deployed stent. Excessive force was not used during delivery. It was reported that the stent failed to cross the lesion. An image provided indicates that the stent became deformed. The patient is reported to be alive with no injury.

Manufacturer narrative:
Image summary: photo 1; image shows the distal and proximal portion of a device and a shelf carton. Deformation is evident to the distal stent struts. The lot number printed on the luer corresponds with the lot number on the label of the shelf carton and the lot number reported in gch. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The stent deformed in the body when trying to pass through the lesion, and the lesion was difficult to pass through. If information is provided in the future, a supplemental report will be issued.